Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead had historically high impedance measured at the two previous follow up visits. At the lead revision, the impedance in the bipolar configuration was 3371 ohms and unipolar was 1262 ohms. The device had reverted to unipolar pacing and sensing configuration after lead monitor switched because of high impedances (>3000 ohms) during interrogation. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.